Manufacturer narrative:
Evaluation summary: the device returned loaded in the introducer sheath. It was not possible to remove the device from the introducer sheath. Blood was visible in the introducer sheath. Deformation was evident to the stent segments with the struts appearing stretched and raised. The stent was stretched with the 1st distal segment positioned over the distal markerband. There was no deformation evident to the distal tip. There was no deformation evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the assurant cobalt to treat a moderately calcified cto in the common iliac artery. Prepped as per IFU with no issues noted. No difficulty was encountered when tracking the vessel. It was reported the physician encountered resistance when advancing the device, no excessive force was used. The assurant cobalt device remained stuck in the sheath. Both were removed in tandem. The procedure was completed by removing the sheath. No injury to the patient was reported.